Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number not provided therefore device history review cannot be performed. Complaint confirmed. The device met all material specifications as received. The evaluation of the returned device revealed a torsional break at the threads on the distal end of screw. The complainant's event is typically caused by the use of excessive force in conjunction with improper bone preparation.

Event description:
It was reported that during the hallux valgus surgery, the screw broke-off on insertion. The broken part was retained in the patient. The surgery was finished successfully with a new screw of same type. No further information available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number not provided therefore device history review cannot be performed. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the hallux valgus surgery, the screw broke-off on insertion. The broken part was retained in the patient. The surgery was finished sucessfully with a new screw of same type. No further information available.